Manufacturer narrative:
The company service representative examined the system and no information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported unable to lift the flap during lasik. The customer noted a sticky flap and completed the procedure manually. There was no patient harm reported. Additional information requested.